Event description:
It was reported that the patient went into an arrythmia. The rhythm degraded to a point where the lead and implantable cardioverter defibrillator were unable to accurately detect and treat the arrythmia. The patient expired on (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.